Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "power supply not functioning" is not confirmed. The field service engineer checked the pump and no problem was found with the pump. The pump passed preventive maintenance and functional checkout. The root cause of the complaint is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "rn called the clinical support specialist (css) to troubleshoot a system running on battery power alarm the pump is plugged in to the wall, ac power indicator is illuminated, battery charged indicator is not. There has been no interruption in therapy, and no other alarms. The intra-aortic balloon pump (iabp) is supporting the patient with "good timing and waveforms". The rn tried several different plugs and the problem persists." The clinical support specialist (css) advised the rn to have another pump in the unit in case there was an issue and it was using battery power. It was discussed how the alarm message would reoccur when the battery power decreased. There was no patient death, serious injury or complications reported. Patient current outcome reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "rn called the clinical support specialist (css) to troubleshoot a system running on battery power alarm the pump is plugged in to the wall, ac power indicator is illuminated, battery charged indicator is not. There has been no interruption in therapy, and no other alarms. The intra-aortic balloon pump (iabp) is supporting the patient with "good timing and waveforms". The rn tried several different plugs and the problem persists." The clinical support specialist (css) advised the rn to have another pump in the unit in case there was an issue and it was using battery power. It was discussed how the alarm message would reoccur when the battery power decreased. There was no patient death, serious injury or complications reported. Patient current outcome reported as fine.